Manufacturer narrative:
Product event summary: the controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the controller in relation to the reported event. Failure analysis of the returned controller revealed that the device passed functional testing. Visual inspection revealed contamination with power ports one (1) and two (2). This is an additional observation not related to the reported event, likely due to the handling of the device. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log file did not reveal any premature power switching events within the analyzed period. As a result, the reported power switching event could not be confirmed. Power source lubrication procedures had been performed on the associated power sources on (B)(6) 2018 and (B)(6) 2018. Analysis of the event log file revealed a controller power up event on (B)(6) 2019. The data point logged on the controller's internal log prior to the loss of power revealed that a battery was connected to power port one (1) with 96% relative state of charge (rsoc) and another battery was connected to power port two (2) with 21% rsoc. The data point after the controller power up event revealed that a different battery was connected to power port one (1) and a different battery was connected to power port two (2). The controller was without power for 37 seconds. As a result, the reported loss of power event was confirmed. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on the one attached power source. An internal investigation was initiated to capture events involving the controller losing power. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller was exhibiting power switching. The patient was changing out one battery with a second battery connected to the controller. The controller lost power and the screen went blank. The patient reported hearing a double power disconnect alarm. There was a ventricular assist device (vad) stop and the patient lost consciousness. A battery was connected, and the controller screen came back on. The controller was exchanged. No further patient complications have been reported as a result of this event.